Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing testing was performed and passed. A review of bin file was performed and pairing failure was not found for serial number (B)(4) within the investigation window. The allegation was not confirmed. The probable cause could not be determined post investigation as the allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be the transmitter and display device were unable to restore the connection. The reported event of a pairing failure is reportable based on the finding of the signal loss over one hour. No injury or medical intervention was reported.